Manufacturer narrative:
The device was not available for evaluation. It was reported that a revision surgery was required to replace creo threaded amp screws that had loosened post operatively. The revision surgery was completed 1 month after the original surgery to address adjacent segment disease above the construct (l3). During this revision it was observed that the screws at s1 were not completely fused and some toggle was felt. There was no associated looseness with any other implants or the rest of the construct. The s1 screws were replaced with 9.5mm screws and the surgery was completed. It was stated that the surgeon was not confident that the patient had not fallen post operatively, however this is unknown. Because surgical and post-op conditions could not be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported a revision surgery was needed to replace screws that were found loosened post operatively.